Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided by the customer. Risk review: (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system. Hazard ID 4.32. Cause - stopcocks: drainage path blocked. Effect (harm) - delay in patient treatment. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. The affected product to be evaluated once it is returned to natus.

Event description:
Nt821731c - drainage system has not been able to drain into the collection bag for the past few days. They changed the collection bag and it still didn't work. They changed out the entire system. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-obstruction" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4) root cause/failure investigation: the customer did not return the device for evaluation; video provided by customer showed drainage system would not drain into collection bag. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - drainage system has not been able to drain into the collection bag for the past few days. They changed the collection bag and it still didn't work. They changed out the entire system. No injuries.